Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient¿s family/friend that the patient was scheduled for an appointment on (B)(6) 2018 at 1:45 pm and the patient would be unable to make the appointment because the patient would be in the hospital. The caller stated their reason for calling was to reschedule that appointment for another date. Patient services reviewed with the caller that they should follow-up with the location that the appointment would take place at. Patient services was unable to clarify with the caller if the appointment or hospital stay for the patient was related to the device/therapy because the caller disconnected. There were no further complications reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.